Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that post a stenting treatment procedure, in-stent re-stenosis occurred. The 90% restenosed 3.0x12mm taxus liberte' was located in a moderately tortuous and non calcified right coronary artery (rca). A 3.5 x 10mm flextome monorail cutting balloon was used to re-dilate, but this ruptured. Procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that post a stenting treatment procedure, in-stent re-stenosis occurred. The 90% restenosed 3.0x12mm taxus liberte' was located in a moderately tortuous and non calcified right coronary artery (rca). A 3.5 x 10mm flextome monorail cutting balloon was used to re-dilate, but this ruptured. Procedure was completed with a different device. No patient complications were reported and the patient's status is good.